Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver serial number could not be detected due to illegible label. The receiver failed to charge and boot up. The receiver logs download and functional test were attempted but could not be performed. The receiver case was opened for an interior inspection and it failed as moisture damage was observed. The reported event of an overheated receiver was undetermined . A probable cause could not be determined.